Event description:
The manufacturer received information alleging a ventilator's internal battery was faulty and thermal damage was observed on the power cord cable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. Error codes related to the charging of the internal battery were observed and the power cord was found to have evidence of thermal damage and exposed wires. The device's internal battery and power cord need to be replaced to address the issues.